Event description:
The pt was revised because the lag screw was backed.

Manufacturer narrative:
Examination was not possible, as the product was not returned. One post-op x-ray was provided, however, the product development engineer stated this one x-ray could not determine the root cause. A search of the complaint database found no prior reports for this part and lot number combination. The lelocle facility reviewed the device history records and found no manufacturing deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.